Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and a non-boston scientific device exhibited non-capture at maximum outputs and pacing impedance measurements of greater than 3000 ohms. A lead fracture was suspected. A surgical revision was performed. The patient had significant stenosis of the subclavian vein at the junction of the superior vena cava (svc). The physician attempted to insert the sheath through the stenosis site, but was unable to. It was noted that the stenosis site was too tight for placement of any sheath; therefore, the procedure was abandoned. The lead was surgically abandoned and replaced, and the device was also explanted and replaced at a later date. No additional adverse patient effects were reported.